Event description:
It was reported that the blood glucose reading was high in the morning. The blood glucose reading was 327 mg/dl. Customer gave a self correction, the blood glucose reading increased to 416 mg/dl. Customer is thirsty. During troubleshooting, the time and date are correct. The programming is correct. The high pressure test passed. Customer removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.